Event description:
This lead was implanted on (B)(6) 1999 and was capped on (B)(6) 2013 due to an unknown reason. The physician was dr.(B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).